Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. No displacement anomalies noted. We were unable to perform the unexpected restart error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was monitored and no unexpected failed battery test or battery out limit alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.